Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient presented to the emergency room due to persistent ¿low¿ readings on their cgm device. The sensor had been inserted on (B)(6) 2026, the cgm repeatedly alerted ¿low.¿ no bg fingerstick test was performed at home; however, the patient consumed juice and food in response to the cgm readings. The cgm value briefly rose to 81 mg/dl, then subsequently dropped to 42 mg/dl before again displaying ¿low,¿ prompting the patient to seek emergency care. Upon arrival at the ER, a bg measurement showed 138 mg/dl, while the cgm continued to display ¿low.¿ the patient was asymptomatic but was administered IV fluids. After evaluation, the patient was discharged home and removed the sensor due to perceived inaccuracy. At the time of the report, the patient was stable and reported feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.